Event description:
Patient wore his 5fu chemo pump home. It was connected on [redacted], both clamps opened and regulator taped to the patient's skin. Patient gets pump taken off at outside facility [redacted] on [redacted]-2 days later patient noted that only half the pump infused again. This happened on [redacted]-approximately 3 months ago as well.